Event description:
It was reported that the patient presented to the hospital with a possible infection at the head incision site of the leads and eye swelling. The physician decided to open the incision site and take cultures. The cultures confirmed bacteria infection. The patient was given medication and will continue to be monitored. It was additionally reported that the patient is doing well and has been discharged from the hospital.